Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a scope communication error (b30). The issue occurred during setup / inspection for use there were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Even after thorough cleaning and reseating consistently produced the b30 error. Dima bilal advised ruben to call back when additional 190 scopes are available for testing. This will help determine whether the issue is isolated to the scope or related to the towers. The customer informed tac of the event. The device will not be returned to olympus for evaluation. This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: h11 updated fields: h2, h4, h6, h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.